Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team with the customer's complaint of occlusion. The 10011865 set was primed and infused with saline solution through a syringe pump at 10 mls an hour. No issues were noticed and the final volume was correct. The set was then analyzed using a high power digital microscope and there were no abnormalities observed. The customer's complaint could not be replicated and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that the milrinone IV pump was beeping throughout the shift due to a 'downstream occlusion' alarm. The bedside rn traced the line multiple times and found no visible occlusions. This rn also traced the line and confirmed no occlusions but noted that the added in-line filter appeared dry. Upon disconnecting the filter, milrinone fluid flushed out under pressure. The rn then replaced the in-line filter, after which no further alarms were noted.